Event description:
The patient underwent an aotic valve replacement procedure with a sternotomy approach in 2005. The physician placed the catheter, but was unable to deliver cardioplegia. The catheter was removed and it was found to be kinked. Another catheter was pulled and used to complete the case without any adverse patient consequences.